Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and ectopic pregnancy with contraceptive device ('pregnancy : ectopic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous ("stillbirth/miscarriage"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("bleeding : other"), cystitis ("bladder infection / infection (bladder/ urinary tract/vaginal)"), vaginal infection ("vag. Infection / infection (bladder/ urinary tract/vaginal)"), vaginal discharge ("vag. Discharge"), headache ("headaches"), nausea ("nausea") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion spontaneous, dyspareunia, pelvic pain, abdominal pain, genital haemorrhage, cystitis, vaginal infection, vaginal discharge, headache, nausea and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion spontaneous, cystitis, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff states she had ectopic pregnancy, still birth/miscarriage; however, there is no adequate information that still birth/miscarriage was for ectopic pregnancy or other pregnancy event. Discrepancy noted in date of insertion (B)(6) 2010 & (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on 19-jul-2010: essure confirmation test(s) conducted- failure to occlude, malposition, migration.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and ectopic pregnancy with contraceptive device ('pregnancy : ectopic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous ("stillbirth/miscarriage"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("bleeding : other"), cystitis ("bladder infection / infection (bladder/ urinary tract/vaginal)"), vaginal infection ("vag. Infection / infection (bladder/ urinary tract/vaginal)"), vaginal discharge ("vag. Discharge"), headache ("headaches"), nausea ("nausea") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion spontaneous, dyspareunia, pelvic pain, abdominal pain, genital haemorrhage, cystitis, vaginal infection, vaginal discharge, headache, nausea and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion spontaneous, cystitis, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff states she had ectopic pregnancy, still birth/miscarriage; however, there is no adequate information that still birth/miscarriage was for ectopic pregnancy or other pregnancy event. Discrepancy noted in date of insertion (B)(6)2010 & (B)(6)2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2010: essure confirmation test(s) conducted- failure to occlude, malposition, migration.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs: new event: urinary tract infection was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), ectopic pregnancy with contraceptive device ('pregnancy : ectopic'), abortion spontaneous ('stillbirth/miscarriage') and genital haemorrhage ('bleeding : other') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), vaginal infection ("vag. Infection"), vaginal discharge ("vag. Discharge"), headache ("headaches") and nausea ("nausea") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion spontaneous, dyspareunia, pelvic pain, abdominal pain, genital haemorrhage, cystitis, vaginal infection, vaginal discharge, headache and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion spontaneous, cystitis, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, nausea, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff states she had ectopic pregnancy, still birth/miscarriage; however, there is no adequate information that still birth/miscarriage was for ectopic pregnancy or other pregnancy event. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted- failure to occlude, malposition, migration.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received - case becomes incident. Previously reported event injury nos was removed. New events migration, pregnancy : ectopic, stillbirth/miscarriage, device ineffective, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, bleeding : other, bladder infection, vag. Infection, vag. Discharge, headaches and nausea was added. Essure indication and date of insertion was added. Patient date of birth and consumer address were added. Lab data was added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.